Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of peeling adhesive was confirmed; there was insufficient adhesive noted in the screw holes of the distal end of the device. The following additional findings were also noted: assorted scratches and cracks, peeling paint and adhesive, insufficient angulation, bending section cover adhesive out of specification, angle lock malfunction, operating part side of the light guide flexible tube out of specification, angle lock does not work, and the operational part of the scope spacer is out of specification. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the adhesive of their evis lucera ultrasound gastrovideoscope was peeling at the probe tip fixing screw. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.